Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient told their md today that due to their recent weight loss the ins located in her right abdomen is now hitting her hip causing pain. In past appointments and in phone calls the patient has refused to have reprogramming to optimize their therapy for other pain in their legs. Today was the first day the patient mentioned she wanted it keyed in and relocated. The patient will have surgery in the future to move the ins up higher in their right abdomen. No further complications were reported. No additional patient symptoms were reported.